Event description:
The customer reported via phone call that she experienced a low blood glucose level of 47 mg/dl. She treated her low blood glucose level with soda and food. Her blood glucose level was low because the insulin pump's settings were wrong. She woke up and noticed the adhesive on the site started to peel. The tape was not sticking. She perspires heavily. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.